Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving "false high readings" and spending "over 12 hours in the emergency room being checked out to discover it was a sensor problem". Customer received unspecified treatment and no further details were provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving "false high readings" and spending "over 12 hours in the emergency room being checked out to discover it was a sensor problem". Customer received unspecified treatment and no further details were provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.